Event description:
It was reported that there was pocket erosion, an exposed pump, and possible infection. It was noted that upon evaluation, the pump pocket had a large sore with skin breakdown. After evaluation, there were no visible signs of infection, but cultures were taken. The pump was explanted and replaced with another pump from the same manufacturer on the opposite side of the abdomen. It was noted that intra-operative antibiotics were administered in the operating room. It was later reported that the cultures came back negative so the patient had no infection. The patient was doing well and was to present for a wound check in the future. The patient's pump was intended to infuse baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was indicated that the date of the infection onset was (B)(6) 2014 and the patient's last refill occurred on (B)(6) 2014. The patient had a superficial skin infection with erosion of the skin over pump site. The symptoms included superficial dehiscence, incisional wound opening, and serous drainage. The primary location of the infection was noted to be the device pocket, but there were no signs of a deep infection. Per the reporter, there was no culture obtained. It was noted that the patient did not have meningitis and there had been no drug withdrawal. Though it was unknown whether perioperative antibiotics were administered, as treatment for the infection, the patient was administered vancomycin powder and bacitracin solution. It was indicated that the patient's infection had resolved. Prior to implant of the device, the patient possibly had post-operative wound or skin contamination.